Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: :the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Change cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site . Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, using supplies beyond labeling, and not performing the correct air removal steps. Tandem technical support provided proper insulin/cartridge labeling as well as the correct air removal steps. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 300 mg/dl.